Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), endometriosis ("endometriosis"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dysmenorrhoea, endometriosis, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, endometriosis, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), ovarian cyst ('ovarian cyst') and genital haemorrhage ('abnormal bleeding') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, uterine fibroids, anxiety disorder, low back pain, headache, nausea, dysmenorrhea, skin irritation, edema, allergic rhinitis, anxiety disorder, uterine fibroids, pain and endometriosis. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2015, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012, ondansetron from (B)(6) 2015 to (B)(6) 2017, paracetamol (acetaminophen) since august 2012, sertraline from (B)(6) 2015 to (B)(6) 2018, sulfamethoxazole and vitamins nos (multivitamin). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 4 months 5 days after insertion of essure. On (B)(6) 2014, the patient experienced anxiety ("mental anguish/psychological or psychiatric problems condition: anxiety"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), endometriosis ("endometriosis") and depression ("depression"). The patient was treated with surgery (oophorectomy (one side removal of ovary) and total laparoscopic hysterectomy, right salpingo-oophorectomy, left salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the ovarian cyst, menstrual disorder, dysmenorrhoea, endometriosis, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter and patient demographics, medical history, concomitant drugs were added. Updated suspect drug indication. On (B)(6) 2017, she explanted essure. Added events abnormal bleeding (vaginal, menorrhagia), ovarian cyst. Updated events onset dates and outcome of event pelvic pain, abnormal bleeding (vaginal, menorrhagia), and abnormal bleeding was recovered. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and ovarian cyst ('ovarian cyst') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, uterine fibroids, anxiety disorder, low back pain, headache, nausea, dysmenorrhea, skin irritation, edema, allergic rhinitis, anxiety disorder, uterine fibroids, vein pain and endometriosis. Concomitant products included ibuprofen from (B)(6) 2015, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012, ondansetron from (B)(6) 2015 to (B)(6) 2017, paracetamol (acetaminophen) since (B)(6) 2012, sertraline from (B)(6) 2015 to (B)(6) 2018, sulfamethoxazole and vitamins nos (multivitaminum). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 4 months 5 days after insertion of essure. On (B)(6) 2014, the patient experienced anxiety ("mental anguish/psychological or psychiatric problems condition: anxiety"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstruation issues"), endometriosis ("endometriosis") and depression ("depression/ psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (one side removal of ovary) and total laparoscopic hysterectomy, right salpingo-oophorectomy, left salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and weight increased had resolved and the ovarian cyst, menstrual disorder, dysmenorrhoea, endometriosis, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: treatment received for pain, bleeding and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event weight gain added. Event genital hemorrhage updated as medically non-significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.